Manufacturer narrative:
The returned device was received in the undeployed state, with the adhesive backing and liner still attached. Low voltage was found on the 3v battery stack. Data download required external power. When external power was applied, the pod alarmed. The download showed that the pod was in pod state 1 when the pod alarm began, meaning the pod had alarmed before filling. The alarm indicated a low voltage was detected. It was concluded that a premature discharging of the batteries contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose reached 374mg/dl while wearing the pod on her abdomen for between 4 and 24 hours. Treatment included changing the pod. (B)(6). The device was returned for evaluation.